Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation outcome: it was reported that during pre-use pressure checks, the device was unable to reach the expected peep. Using the same setup and settings, staff reproduced the issue and confirmed failure to achieve target peep. There was no patient involvement. We were informed that the expiratory valve assembly was replaced. It is not known how the customer determined the expiratory valve was defective. No further information has been received but we were informed that the issue was resolved by the replacement. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "ventilator unable to reach peep." Pressures were being tested prior to patient use. Used same setup and settings. Verified unable to reach expected peep. No patient involvement.